Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected off no power alarm. No blank display noted. The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was received with scratched lcd window, cracked case display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 223 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.